Event description:
A medtronic rep reported there was a seven minute delay before an ent case due to black screen prior to the start of surgery. After rebooting the system twice, the surgery continued using the sealthstation with no impact on pt outcome.

Manufacturer narrative:
Pt info was not available at the time of this report. The computer was returned to the MFR for eval. The reported issue was not able to be duplicated by medtronic personnel. The system was fully functional and passed all tests.